Event description:
During testing, the pump was programmed to deliver 40 ml. However, the pump delivered about 50 ml.

Manufacturer narrative:
The device in question was returned to walkmed infusion for an investigation, which included a delivery test. The device was programmed at a rate of 100 ml/hr with a target volume of 40 ml. The device delivered 44.1 ml, which is outside walkmed infusion's tolerance of 5%. This device failed walkmed infusion's delivery accuracy test as it delivered over 5% of the target volume. However, walkmed infusion could not duplicate the reported event which involved a 25% over infusion. Prior to november 19th, 2013, walkmed infusion's risk analysis did not deem an over infusion of 25% - 49% as reportable. However, the risk analysis was ammended on november amended to deem an over infusion greater than 25% as a high risk, thus requiring a medical device report. A retrospective review of walkmed infusion's complaint history (since january 1st, 2012) was performed, and this event has been deemed reportable to the food and drug administration (FDA). This submission is late as this event was reported to walkmed infusion prior to the amendment of walkmed infusion's risk analysis.